Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a drawer failure. A field service engineer replaced the module controller board and drawer board. Additionally, a new drawer did not show up under storage space, so the field service engineer synchronized the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.